Manufacturer narrative:
Procode-device model and serial number are unknown. Fdf chosen to represent a type of scope that endoscopic clips could be deployed through. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reported, during an unspecified procedure using an olympus scope (model and serial number not provided), an endoscopic clip from a previous procedure (manufactured by a different company) fell out of the scope and into the patient. There were no additional consequences to the patient reported. Additional details regarding the patient and reported event have been request. The customer was unable to provide any further information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the following steps likely caused the reported event: clip was accidentally aspirated during procedure and stuck in biopsy channel. Since clip jaw opened while retrieving, the clip was stuck in biopsy channel, including k-mount unit, and couldn¿t be discharged by brushing. The cleaning brush used at the user facility did not match channel diameter, making it difficult to discharge the clip. IFU of the subject device warns not to aspirate solid matter including clip regarding countermeasure when clip is aspirated. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus. Although the type of clip could not be specified, as for resolution clip produced by boston, ¿procedure¿ in IFU prohibits retrieving unsheathed clip through biopsy channel. Caution :do not remove an unsheathed open clip through the endoscope working channel, otherwise endoscope working channel damage may result. According to the following description in the instructions for use, users can detect existence of clip in biopsy channel and prevent the suggested event before procedure: "inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.